Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out due to normal eri, insulation abrasion were observed via fluoroscopy. No electrical abnormalities were noted. Lead was capped and replaced. Patient was fine.